Event description:
Kimberly-clark received a report stating, "the oral care green swab completely separates from the white plastic stick while in the patients' mouth. This event was reported occurring with the suction swab & swabstick, both have green swabs. No patient incident or injury occurred." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record #(B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. Directions for use for bite block state, "oral care should be performed per institutional protocol. For single patient use. Patients with altered levels of consciousness or who cannot comprehend commands may require use of a bite block." The device was not returned to kimberly-clark for analysis. We are unable to determine the root cause of the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.